Manufacturer narrative:
(B)(4). The catalog number provided is the domestic list number that is the same as the international list number in the "unique identifier" field. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (levodopa-carbidopa intestinal gel). A batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing remains implanted. The batch record was reviewed, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was reported. In order to place the drug delivery system for levidopa-carbidopa intestinal gel (lcig}, a patient must undergo anesthesia in order to perform the percutaneous endoscopic gastrostomy (peg). Since this is an elective procedure, most physicians would follow the american society of anesthesiologists practice recommendations to have nothing by mouth after midnight before anesthesia. [1] by inducing anesthesia with a full stomach, one would greatly increase the chances of lung aspiration, meaning this is a user error by the physician placing the peg. Therefore, this is a risk which can be reduced by the practitioner, although it is never eliminated. [1] hata tm, moyers jr. "Preoperative patient assessment and management." In barash pg, eta/, eds. Clinical anesthesia. 6th edition. Lippincott:philadelphia. 2009, pp 569-597. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A nurse reported that on (B)(6) 2015 a patient in turkey experienced suspected lung aspiration during peg tube placement. The patient's stomach was full when the peg tube was placed. The physician suspected lung aspiration and after the operation the patient was monitored in intensive cae for 3 hours as a precaution. The patient received prophylactic antibiotic treatment till (B)(6) 2015. The patient was treated with duocid.